Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. A visual inspection, alarm log review, and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During the visual inspection, a defective safety slide clamp was identified. The cause was of the condition was not determined. To correct the condition, the main slide clamp assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a defective safety slide clamp. No additional information is available.